Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 11/11/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the inside of the cartridge and that the lens was received inside the cartridge. The lens was removed and cleaned, and revealed lens damage and scratched on the optic body. The complaint issues stuck in cartridge and lens damaged were confirmed; however, this can be attributed to customer handling and the lens being returned folded and stuck in the cartridge and therefore cannot be confirmed to be related to manufacturing. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 model intraocular lens (iol) was stuck on injector, was cracked and also doctor felt resistance. The event was observed while inserting lens into patient's left eye. There was no patient injury reported. The lens was partially inserted, incision was enlarged to remove the lens from the patient's eye and procedure was completed successfully using a backup lens of same model and diopter. Patient was reported to be doing fine. No further information available.